Event description:
It was reported one week post implant check up by physician, patient exhibited a trace amount of inflammation in the anterior chamber. Durezol and ilevro were administered post-op. At 1 month check up, there was no inflammation and a dilated exam was performed, mild posterior capsule opacification was observed. At the eight (8) week check up, capsular fibrosis/striae was observed as well as asymmetrical vaulting. The patient reported gradual onset of blurry vision, resulting in intraocular (iol) exchange for the left eye (os) with a different physician. The patient had no other post-operative issues and the patient's vision is 20/20 after iol exchange.

Manufacturer narrative:
The complaint lens was not returned to the manufacturer for evaluation. Therefore a product evaluation could not be conducted. The lot history, trend analysis, risk analysis and/or directions for use were considered acceptable, with the product performing within anticipated rates. Further, no discrepancies or unusual findings that relate to the reported issue could be found. Based on the information available, the root cause of the reported event could not be determined, however it should be noted that the inserter from the implant surgery was not validated for use with crystalens. This report encompasses the investigation for the patient's left eye. The investigation activities for the patient's right eye will be captured in MDR report 0001313525-2019-00081. This report is considered closed. If additional information becomes available, an additional investigation and follow up report will be sent.

Manufacturer narrative:
A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that approximately 4 months post implant, the lens was explanted by a second physician.